Manufacturer narrative:
The complaint of disconnection / loose connection on item 011-h1268 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) was reviewed, and non-conformities were found that would have led to the reported condition on the complaint.

Event description:
It was reported that a 30 cm (12") appx 3.2 ml, set per infusione, 4 clave® connector, filtro was found to be disconnected during use on a patient. It was reported: a new incident occurred today with the device while administering epirubicin. A photo of the device was not provided. The luer lock access points of the trees disconnected from the tubing when the chemotherapy bags were already assembled. The nurses only noticed this incident when the administration of the chemotherapy bags has started. The status of the product at the time of the event is while administering epirubicin. It is unknown if the product is available for evaluation. There was no patient harm reported.